Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: catalog number 3501625, saline mentor smooth round moderate profile 200cc, serial number (B)(4), lot number 6741564. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 200cc breast implants and experienced deflation on the left breast implant. T he deflation was noticed by the patient. The deflation was confirmed by the healthcare professional. In addition, the patient experienced capsular contracture baker grade 2 on the right breast implant. As a result, the patient had undergone removal and replacement on (B)(6) 2018. The patient was in a good condition after the surgery. The replacement devices were gel mentor memorygel breast implant 250cc, catalog number 3502501bc, serial number (B)(4), lot number 7604673 on the left breast implant and gel mentor memorygel breast implant 250cc, catalog number 3502501bc, serial number (B)(4), lot number 7592916 on the right breast implant.

Manufacturer narrative:
On 10/26/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White, red and brown material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 3.9 cm x 1.7 cm within creases on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device history record (DHR) for the lot number 6507756 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient had experienced capsular contracture on the left breast implant. The patient has no complaints regarding her new breast implants. She is feeling well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White, red and brown material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered an area of missing material measuring approximately 3.9 cm x 1.7 cm within creases on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. (B)(4).